Manufacturer narrative:
Results - a review of the device history record revealed no discrepancies associated with this incident. One used kit was rec'd for analysis. Visual inspection of the returned unit showed that the pressure tubing was broken from the male luer fittings. A crack was also observed on male luer fitting of the returned planecta assembly. Conclusions - the engineer stated that the most likely cause of the incident reported may be due to the user accidentally pulling the tubing in an outward position too excessively during application, causing the tubing to break off from the male luer fitting. The possible cause of the cracked male luer of planecta may be due to over-tightening of the connection by the user during application. The instructions for use of the device states: "tighten all connections before use. Do not over tighten connections as this may crack the connection leading to leaks, air embolism, bleeding back, or loss of pressure waveform." As this is the first complaint rec'd concerning broken pediatric tubing assembly and cracked male luer fitting of planecta assembly no further action will be taken at this time. (B)(4).

Event description:
The unit separated at the bonding area.